Manufacturer narrative:
One device was returned for analysis of complaint that the device was unable to build pressure beyond 2 psi. Review of event log found not relevant information. Review of service history found no 12-month service history. Visual and functional testing was performed. Confirmed customer complaint of not building pressure through occlusion test. Replaced camshaft assembly. Upon further investigation, downstream occlusion (dso) sensor defective. Replaced dso sensor and seal. Device passed testing post repair.

Event description:
It was reported during testing that the device was unable to build pressure beyond 2 psi. Investigation found defective downstream occlusion (dso) sensor. This could cause interruption of therapy. The file is reportable based off the investigation findings.